Event description:
During a routine follow-up of the ICD involved in this MDR report on (B)(6) 2009, and upon further testing the day after, the physician observed inappropriate fallback mode switch operation (asynchronous pacing at programmed basic rate): the ICD did not switch back from ddi mode to ddd mode as expected, and the pacing rate observed was higher than expected.

Manufacturer narrative:
November 9, 2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.